Event description:
It was reported that customer received a minimum fill notification while attempting to load a new insulin cartridge into pump, despite having sufficient usable insulin in cartridge. There was no adverse impact to the customer¿s blood glucose level. Customer first tried reloading same cartridge without success, then followed guidance from technical support to clean pump area and properly fill and load new cartridge, which resolved issue and allowed customer to resume insulin delivery.